Event description:
The MFR received info from a third party service center alleging a ventilator failed a step during testing. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module will be replaced to address the issue. During the eval, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue. Conclusions: device has been evaluated but not repaired, pending customer approval of the estimate.